Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010 an incident where the tubing was disconnected at the level of the tube. The disconnection was observed at the end of the tubing with this solution administration set. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The sample has been received by baxter, but the evaluation has not yet been completed. A follow up report will be filed when the evaluation results or if any additional information becomes available. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one used sample for evaluation. The sample was visually inspected and the defect was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that this is the first report received for the reported condition in the past 12 months. The root cause investigation is in progress through (B)(4).